Event description:
Customer noticed that numbers in one of the registration adjustment text fields of the register panel are sometimes distorted in the printout that is obtained from the print screen function. The numbers displayed on the printout can appear either as nonsense characters or as numbers that are different than those that are displayed on the operator station computer. The user applied an 8mm vertical adjustment prior to one particular patient fraction based on a distorted value on the printout. This adjustment resulted in the pt being in an incorrect starting position for this one fraction. The site physicist reported this did not result in serious injury to the pt.

Manufacturer narrative:
Evaluation summary: in certain cases, the numbers in the registration adjustment fields on printed pages of the register tab created with the print-a-tab function, can appear to be either nonsense characters or numbers that are different from the numbers shown in these fields on the operator station (os) display. For example the number "8" on the os display may appear as the number "0" on the screen printout. The user of the "setup" button will position the couch in the correct "accepted" offset position. If the couch is manually moved to match an incorrect registration adjustment shown on the printout prior to pt treatment, the pt may be in the incorrect position during treatment. The numbers shown on the os display are correct in all cases where an apparent discrepancy exists. This issue can also occur when the registration tab is printed as a pdf file. Product affected: tomotherapy hi-art systems with software versions 3.0 and 3.1. Cause: in order to fit the screen image on the printed page, certain pixel rows from the os display are not printed, which can cause distortion of these numbers. Recommended action: do not use the registration adjustments shown on registration tab printouts to verify these adjustments on the positioning control panel (pcp) unless the numbers are first very carefully checked against the registration offsets shown on the os display. It is preferable to use the printout obtained from the "print adjustments" button on the patient adjustment instructions dialog which appears after "prepare patient" is selected on the treat tab. The numbers on this printout are not subject to this distortion issue. Please be advised that if the setup button is used to apply registration adjustments, an interlock interruption will occur if the resulting couch position is more than 1.0 mm from the longitudinal and vertical adjustments shown on the os display. It should never be necessary to make manual adjustments to match the registration adjustments shown on the os display after the setup button is activated. If such a manual adjustment appears necessary, it is important to rescan the pt and contact tomotherapy if the issue persists. Corrective action will be further identified in a follow-up report.